Event description:
It was reported, that electrogram (egm) review was requested. For this implantable device, due to capture concerns. Upon review, it was determined, that undersensing of ventricular signals occurred, due to proximity to a-paced beats. V-pace was delivered. However, the heart was not ready to contract again. Ts explained this was a timing issue, rather than true non-capture. Programming options were reviewed. Remains in service. No adverse patient effects were reported.